Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) of reby0345 showed no other similar product complaint(s) from this lot number. Device has not yet been returned for evaluation.

Event description:
It was reported when the catheter was pre-rinsed, leakage was found at the extension tubing. The device was not used on a patient.

Manufacturer narrative:
The complaint of a leak is confirmed and appears to be manufacturing related. One 4 fr groshong nxt connector extension leg was returned for investigation. The sample was flushed with water using a 12 ml syringe and water was observed to leak beneath the white over sleeve location. The flushing hub and white over sleeve were removed. A "u" shaped break was observed on the extension tubing approximately 16 mm from the proximal end of the tubing. The damage measured to be 2.5 mm in length. The locations of the splits are indicative that the tubing likely came into contact with two gripping surfaces. No apparent damage was observed within the white over sleeve tubing. Based on the location of the damage and lack of damage on the white over sleeve, it is likely that the damage was caused during the manufacturing process. A lot history review (lhr) of reby0345 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported when the catheter was pre-rinsed, leakage was found at the extension tubing. The device was not used on a patient.